Manufacturer narrative:
The reported lead migration was not confirmed. This event cannot be confirmed through product analysis testing alone. Microscopic inspection of the returned lead identified no anomaly. The lead passed the electrical test.

Event description:
It was reported that both of the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.